Event description:
The customer reported that she was not able to clear the check settings alarm on her insulin pump as the escape button was not functioning as expected. The customer was not yet using the insulin pump with any insulin. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. It was not possible to verify the check settings alarm due to the unresponsive button. No cosmetic damage was noted.(B)(4).